Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a bile duct stenting procedure in the hilar bile duct, performed on (B)(6) 2022. During the procedure, when the flexima plus biliary stent was inserted into the bile duct through the guidewire for deployment, it was found that the guide catheter became stretched and the stent could not be deployed. The procedure was successfully completed with a different model. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Initial reporter's state: (B)(6). (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the push catheter presented some kinks along the extrusion. Also, the guide catheter was stretched and detached. The stent remained attached to the delivery system. No other problem with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the push catheter was kinked, the guide catheter became stretched and detached, and the stent remained attached to the delivery system the kinks on the push catheter may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy could have contributed on this issue, once the push catheter was kinked the user may have experimented difficulties to pull out the guide catheter and this took the user to apply an extra force/tension to the device that may have ended stretching the guide catheter, as consequence it ended detaching one part of the guide catheter. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found, the overall investigation conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.